Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 60% stenotic and was located in the left anterior descending (lad) artery. The physician used an 8fr ebu introducer sheath, bmw guide wire, shion guide wire and an ebu guide catheter to access the lesion. The physician exchanged the shion guide wire for a csi viperwire guide wire and loaded a csi orbital atherectomy device (oad) onto the wire. The physician performed one run at low speed for 10 seconds and then performed a second run at low speed for 20 seconds. Three additional runs were performed at low speed for 20 seconds each run. When removing the oad from the patient, he encountered some difficulty and the guide wire pulled back slightly. The physician then attempted to reposition the viperwire guide wire using a corsair catheter, but while doing so a perforation was observed. The patient then coded and the emergency team was called into the room. A balloon was inflated across the perforation for tamponade and the patient was transferred for emergency surgery. During surgery, pericardiocentesis was performed and a balloon pump was inserted into the patient. Three hours later, a coronary artery bypass grafting procedure was performed and the patient was stabilized. Additional information was requested, but was denied by the facility.